Event description:
The customer reported that the pump screen went blank unexpectedly, and the led was not blinking. There was no adverse impact on the customer's blood glucose level. Technical support educated the caller on battery best practice tips and instructed them to monitor the system and call back if the issue persists.